Manufacturer narrative:
Device evaluation summary: the reported issue that the system is experiencing a communication issue between the console and the screen was verified during service. The customer sent only the base unit (bu). They tested the user interface (ui) on another bu and determined the issue was with the bu. The service technician used a known good test ui to confirm customer complaint. Complaint confirmed bu front display turns on. However, ui remains off. There is an audible frequency coming from the bu. The fans do not turn on. No audible tone on startup from either test ui or bu. The ui rpm dial still allows an attached motor to work. System controller module board (scmb) voltage readings are very low. Either power supply or scmb are at fault. Tested voltage from power supply. Voltage is correct. Scmb at fault. Replaced with assy system controller module -006 (m021374c001). Powered on device, 560 bioconsole screen displays, fans turn on. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 base instrument, it was reported that the system is experiencing a communication issue between the console and the screen. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred.